Manufacturer narrative:
Age or date of birth: corrected data. Corrected data. During review of the record on 24jan2019, it was found that the manufacturer's aware date of the reported event was 05nov2019.

Manufacturer narrative:
Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a piece of the tunneling adapter broke off while the surgeon was tunneling the drive line. The surgical team looked externally for the missing adapter piece with no success. A chest x-ray was performed and the piece could not be identified. No additional information was provided.

Manufacturer narrative:
Additional information. The evaluation of the returned tunneling adapter confirmed the report that a prong from the tunneling adapter broke off. The tunneling adapter was returned with one of the leaflets broken off. The broken piece was not returned. Analysis of the fracture face under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.